Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 64-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support when the patient had access site bleeding. The staff used perclosure sutures which temporarily resolved the issue. The dressing was changed and the ultimate decision was made to remove the impella. The patient is stable post explant.

Manufacturer narrative:
The investigation for the hemolysis and access site bleed has been completed. Product not returned. Data logs show no motor current (mc) spikes outside of p-level changes and a quick suction event that is resolved. The cause of the hemolysis was not determined due to no product returned, lack of clinical details, and inconclusive data logs. The cause of the access site bleeding was not determined since product was not returned and lack of clinical details. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ added-h6 component code 925 corrections to the initial MFR report: b5-additional failure mode added d6a/d6b f6/f8 should have been left blank. H6 clinical code 1886.

Event description:
It was further reported that a clinical study found that the patient also experienced hemolysis prior to the pump being explanted. The study confirmed that the impella is related to the patient's hemolysis.